Manufacturer narrative:
Customer cleaned the air trap sensor on the thermogard xp ivtm system (serial #: (B)(4)) and it no longer displayed "m ID:09" (air trap assembly). The thermogard xp ivtm system is functioning as intended. Therefore, no further action required by zoll.

Event description:
Customer reported that the thermogard xp ivtm system (serial #: (B)(4)) displayed "m ID:09" (air trap assembly). No consequences or impact to patient.